Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prim during prime test due to faulty force sensor system. No compromised force sensor system alarms were noted. The drive support disk was inspected and no anomalies were noted. The pump was received with cracked case at display window corners and case at reservoir tube window corners. The pump was received with broken battery tube threads, corroded battery tube and minor scratches on lcd window.

Event description:
The customer reported via phone call of priming anomaly and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump squirted insulin. No compromised force sensor system alarms triggered to the best of customer's memory. The customer reported damage to the pump's casing. The customer stated that the damage is on the battery compartment and from the pump buttons to the pump clip. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.